Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that vp-16 was to be administered in 1 hour but there was still medication in the bag after an hour. To finish the medication bag, an additional volume was added to amount to be infused which completed in 12-20 minutes. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the device infusing at the incorrect rate was not confirmed. Analysis of the pcu event log shows that the pump module was infusing a primary infusion of maintenance fluid 20kg or greater at a rate of 165ml/hr. At 11:42 am on 21 june 2018, the user programmed a custom concentration secondary infusion of etoposide bsa-based dosing to infuse at 325ml/hr for 1 hour. The user then paused the infusion and started it at 11:44 am. At 12:44 am, the secondary infusion completed and the device transitioned to the primary infusion rate of 165ml/hr. The user then restored the previous secondary infusion running at 325ml/hr. The user changed the vtbi to 100ml (making the duration 18 minutes) and started the infusion. The user selected yes to the guardrails warning ¿specified vtbi will only deliver a partial dose. Proceed?¿ at 12:56 pm, the user changed the vtbi to 2ml. Thirty seconds later, the secondary infusion completed and the device transitioned to the primary rate of 165ml/hr. The user then programmed a custom concentration secondary infusion of mesna intermittent. The volume infused for the timeframe between 11:42 am and 12:56 pm on 21 june 2018 was recorded as 2.8ml for the primary infusion and 387.88ml for the secondary infusion. The root cause of the customer¿s report was not identified. No device was returned for investigation.

Event description:
The customer reported that etoposide, 130mg/325mls, was to be administered in 1 hour but there was still medication in the bag after an hour. The infusion began at 1145 and stopped at 1300. To finish the medication bag, an additional volume was added to amount to be infused which completed in 12-20 minutes. There was no patient harm.